Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1901122 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were not available for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further investigation. Through examination of the retained samples, no defects were observed. Although an exact cause could not be determined for this incident without the defective sample for analysis, it is possible that the defect occurred within the assembly process when the adhesive was added. Every thirty minutes, the clog condition is visually inspected by the machine operator with additional in-coming inspections of each batch performed. We are confident that this was an isolated incident with an unlikely recurrence. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the needle of the bd¿ syringe was found blocked before use when attaching it to the syringe. The following information was provided by the initial reporter, translated from chinese to english: "the nurse used the syringe to fill the medicine for the patient, when she opened the 5ml syringe and attached the needle, she found that the needle was blocked".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle of the bd¿ syringe was found blocked before use when attaching it to the syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse used the syringe to fill the medicine for the patient, when she opened the 5ml syringe and attached the needle, she found that the needle was blocked".